Event description:
It was reported that, after the implant procedure, episodes of intermittent telemetry were observed on the device. After multiple interrogation attempts, the device was able to be interrogated successfully. No intervention has been performed at this time. The patient was stable.